Manufacturer narrative:
(B)(4). The customer return sample was inadvertently discarded; device evaluation cannot be performed. Carefusion 2200 inc. Post-market surveillance was historically managed by cardinal health via a transitional service agreement from september 1, 2009, through july 1, 2011, since carefusion officially spun off from cardinal health as of september 1, 2009. A retrospective review of all complaints during this timeframe was conducted by the new carefusion customer advocacy clinical team in accordance with internal standard operating procedures and it was determined that this event necessitates submission as a medical device reportable (MDR) in accordance with 21 code of federal regulation (cfr) part 803.

Event description:
A customer reported, "the connection between the trach and the silicone seal became disconnected from the verso and lodged in the patients trach tube." No patient injury has been reported; additional information is not available.

Manufacturer narrative:
(B)(4). Investigation summary: a device history review could not be performed because the lot number provided by the customer is not a valid lot number for this product. Aok tooling reviewed samples of the individual mating parts (10) from inventory and inspected the dimensions. The parts met the engineering specifications; no problems found. Carefusion initiated a health hazard evaluation (hhe) which concluded "as low as reasonably practicable (alarp)" risk level. The report was escalated to the carefusion (B)(4). A formal corrective and preventative action (CAPA (B)(4)) was initiated as well as project file (B)(4). This project has been resourced with a cross-functional team of experts to investigate and eliminate the issue reported. The team is currently conducting product performance testing in order to select the best possible solution for our customers.